Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.